Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, the multifix anchor broke into two pieces. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements are specified and each lot must be accompanied by a material certificate of analysis. A clinical review states that an undated image of the device was provided for review and confirms the breakage; however, it does not indicate a root cause for the reported events. Based on the information provided no clinical factors were found which would have contributed to the reported breakage. The multifix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. An analysis of the customer provided images found a piece of the anchor and the multifix-ultra with a piece of the anchor attached. Factors that could have contributed to the reported event include tissue thickness and application of unintended excessive force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.